Manufacturer narrative:
G4:12feb2021. A front bezel was return for analysis.it was determined that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01oct2020.

Event description:
It was reported that during preventative maintenance, the ventilator's navigation ring was not working. Reportedly, the customer could still make setting changes via the touch screen. There was no patient involvement.

Manufacturer narrative:
G4: 30oct2020 b4: (B)(6) 2020 the service engineer (se) inspected the device. The se confirmed the navigation ring issue. The se replaced front bezel to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.